Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) experienced fluid in the lungs. On an unreported date, the pt contacted baxter due to experiencing shortness of breath during a fill. The pt performed a manual drain (drain volume unknown). The manual drain did not relieve the symptoms so the pt went to the emergency room. The pt was given oxygen and admitted to the hospital for 3-4 days. The pt reported that he had fluid in the lungs. At the time of this report, the pt was recovered from the event. Pd therapy was ongoing. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.